Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 717 mg/dl and large ketones (diabetic ketoacidosis). The customer alleged that the pump was not delivering insulin. The customer went to the emergency room (ER) and was subsequently hospitalized. Bg was addressed via intravenous fluids, insulin, and blood testing. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved, and no permanent damage.